Manufacturer narrative:
Correction: this report is to retract 2017865-2025-99813 submitted on 10 sep 2025. This report was erroneously submitted.

Event description:
Related manufacturer reference number: 2017865-2025-99814. It was reported a patient presented for an implant procedure on (B)(6) 2025. During procedure it was noted the leads had dislodged so they were removed and a different device was implanted. There were no patient consequences.